Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra easy meter would not power on. In the next day, the technical service representative spoke with the patient to obtain and verify information. On approximately 6 weeks prior to report, the patient noted the reported meter would not power on after replacing the battery. At approximately two weeks later, the patient experienced the symptoms of thirst and blurred vision. The patient increased her dose of insulin, taking 12 units novorapid insulin instead of 8 units, and felt better afterwards. The patient continued to take her usual meals. She did not seek any medical attention. The patient takes novorapid insulin three times per day, adjusting the dose from 8 to 10 units based on meter readings, and levemir insulin 18 to 20 units at bedtime. The patient did not have a backup meter. Troubleshooting revealed the patient had correctly replaced the meter's battery and the test strips were correct. The issue was not resolved with troubleshooting. The meter was replaced. The patient allegedly suffered symptoms suggesting hyperglycemia after meter power issue began and she was unable to test her blood glucose levels, and she received treatment with an increased dose of insulin to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.